Manufacturer narrative:
Incident summary: a nurse reported that this unit is stuck on the power off screen, and when they pressed the power off button, it will shut down correctly but then when the nurse turned it back on again the message shows up again. The nurse said when they pressed "cancel" option, the message still pops back up. There was patient involvement but no injury reported. Biomed requested to send it into nihon kohden. Investigation summary: the complaint device was received by nihon kohden. The unit was evaluated and the complaint was duplicated. While replacing the ur44041 circuit board, the connector cable# (B)(6) was found damaged. The cause of the issue was hardware component failure of the circuit board and its internal connector cable, likely due to physical damage from user mishandling such as application of excessive force from colliding with hard surfaces. If the unit is on a cart, the user should ensure cables are organized and the device is securely attached. The operator's manual includes details on setting up the device to avoid dropping it. Review of the complaint device's serial number does not show other complaints.

Event description:
A nurse reported that this unit is stuck on the power off screen, and when they pressed the power off button, it will shut down correctly but then when the nurse turned it back on again the message shows up again. The nurse said when they pressed "cancel" option, the message still pops back up. There was patient involvement but no injury reported.

Event description:
A nurse reported that this unit is stuck on the power off screen, and when they pressed the power off button, it will shut down correctly but then when the nurse turned it back on again the message shows up again. The nurse said when they pressed "cancel" option, the message still pops back up. There was patient involvement but no injury reported.

Manufacturer narrative:
A nurse reported that this unit is stuck on the power off screen, and when they pressed the power off button, it will shut down correctly but then when the nurse turned it back on again the message shows up again. The nurse said when they pressed "cancel" option, the message still pops back up. There was patient involvement but no injury reported. Biomed requested to send it into nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D9: concomitant medical devices: model# : ja-170p serial ID # : (B)(6). Manufacturer data: 01/01/2024 unique device identifier: (B)(4). Returned to nihon kohden: na. Model #: monitor- e355203. Serial ID # : (B)(6). Manufacturer data: na. Unique device identifier: na. Returned to nihon kohden: na.